Event description:
It was reported that an asymptomatic patient presented in-clinic for a scheduled follow-up. Upon interrogation, premature battery depletion was observed on the implantable cardioverter defibrillator. The physician elected to explant and replace the device on (B)(6) 2017. The new device was implanted without adverse event to patient. The patient was stable, before, during and after the procedure. The patient will continue to be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.